Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the pump had begun to turn perpendicular to the patient¿s skin because the patient gained weight. The hcp had difficulty filling the pump and feared that the pump would flip completely, so decided to revise the pocket and move the pump from the lrq (lower right quadrant) to the patient¿s back where the pump would be secured. As a result, the existing catheter had to be revised. Successful aspiration was achieved, and the patient was doing well. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.